Manufacturer narrative:
(B)(4) the explanted product was not returned to neuropace for analysis.

Event description:
The patient presented to clinic complaining of clear fluid running down her face. Upon inspection, the patient was found to have a 2x2 cm area of erosion at the site of the neurostimulator, with overlying eschar with a lead visible. Treatment included explant of the rns system (neurostimulator and all leads) with closure assistance provided by plastic surgery, as well as antibiotics. The patient was also diagnosed with an infection as a result of the erosion (deep incisional infection).